Manufacturer narrative:
On (B)(6) 2020, it was noticed that the patient's replacement devices were erroneously submitted as the impacted products. The relevant form fields have been updated. Since no lot number was provided, no manufacturing record evaluation could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, baker grade unk. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation revision with mentor memorygel breast implant 375cc and experienced bilateral capsular contracture, baker grade unknown and a rupture on the right side post-operatively, which was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. The manufacturing date provided for this device is after that patient's date of implant. If new information is received regarding the correct implantation date or lot number, a supplemental report will be submitted. This report is for the left side device.